Manufacturer narrative:
Final analysis found an insulation breach noted at 1.5 cm from the distal tip. An indentation mark was noted on the inner insulation in the region. The root cause of the insulation breach could not be determined. No conclusion code was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing anomaly. The lead was explanted and replaced. The patient was fine post procedure.